Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation. (B)(6). A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) reported the following event: it was reported that MDR staff that the tip of the plate holder for reversible matrix plates. It was unknown when this event occurred, however it was after use on a patient and did not occur during a procedure. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was completed: a device history record review was performed for the returned device. It was found to have been manufactured in september, 2010. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Per the technique guide, this device is intended for holding matrix plates and functions by clipping into a hole in the plate. The returned device was received with two of the four distal prongs broken off. One of the prongs was received separated from the main body of the device and one was not returned. The received broken prong shows scraping on the outer surface. The transverse breaks are both located approximately 12.1mm from the distal end of the device. The fracture sites were examined under 5x magnification and no material voids or irregularities were identified. There was a small dent noted at the proximal end of the device and the balance is in working condition. Thus, the complaint condition is confirmed and consistent with the reported condition. Replication of the complaint condition is not applicable as the device is already broken. A review of the current design drawing / manufactured revision for the top level assembly and the distal clamp was performed. An updated the distal clamp design to allow for the handling of reversible and non-reversible matrix plates had been made. This update was determined to not impact the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. The returned condition is consistent with the result of excessive force such as off axis loading during use or impact. As it was unknown when this event occurred but that it was after use on a patient and did not occur during a procedure, it was likely that an unintended impact/force resulted in the complaint condition. However, as the specific circumstances regarding the break are unknown the root cause cannot be definitively determined. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tip was broken off of the plate holder for reversible matrix plate.